Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing was not performed. Therefore, an instrument issue could not be ruled out as a contributing factor. Historical quality control results were not provided, therefore, a performance issue with vitros tropi reagent cannot be ruled out as contributing to the event. It could not be determined if the customer is following manufacturer recommendation for pre-analytical sample handling, therefore, improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. In addition, insufficient instrument maintenance cannot be ruled out as contributing to the event.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient result: 0.058 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported from the laboratory and there was no allegation of patient harm made. (B)(4).